Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are:micra , model #: mc1avr1-delsys / expiration date: 2021-10-28 / serial#:(B)(4), UDI #: (B)(4), yes, return date: 2020-10-28,: yes dev rtn to MFR? Yes, mfg date: 2020-05-13, yes, (B)(4), product event summary: the full delivery system was returned with the device intact in the device cup. The lumen of the delivery system was torn. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was bent at 5 cm from the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. The analyst noted the articulation test failed due to the curve being out of specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), when the inner dilator was pulled, the doctor could not pull back blood. It was noted that his syringe was pulling air only. He plugged the sheath opening and tried several more times. Upon fluoroscopy he saw what he felt to be air going into patients right atrium and pulled the sheath out. It was also reported that the delivery system exhibited an acute bend, which made it difficult to to pass through and harder to deliver the micra once he passed through. The delivery system would not position to where the doctor wanted to place it on the septum. Once it did it kept wanting to deliver towards the apex. He pulled the delivery system out of the body and saw an extra unexpected curve in it. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.